Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the blood glucose readings would not decrease. The blood glucose reading at the time of the event was 300 to 350 mg/dl. Hospital treated customer with IV drip. Customer was released after the blood glucose reading decreased. Customer stated that she believes the insulin was the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.